Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise oversensed. The patient presented to the clinic and some myopotential noise was visible when picking up a child/holding arms out in front. No noise was observed with xiphoid or s-ICD manipulation. Reprogramming changes were performed. Currently, this product remains in service and no additional adverse patient effects were reported.